Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the battery compartment was cracked. It was also found a piece of the reservoir would fall out when removing the reservoir from the insulin pump. It was also found the customer did not receive an alarms or alerts when they were low on insulin. The customer stated the bolus would not be completely administered due to the lack of insulin. Customer's blood glucose was unknown. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The low reservoir alarm and the empty reservoir alarm functioned properly.